Manufacturer narrative:
Revised h6 - the initial emdr - all the codes were duplicated and the legal statement was removed due to a technical error. Removed duplication and combined all codes. Added gore legal statement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2021 a patient underwent endovascular treatment for unknown pathology of the common iliac artery using a gore® viabahn® vbx balloon expandable endoprosthesis. On (B)(6) 2021, intraluminal thrombus was found inside stent. Pta was performed to open the lumen. On (B)(6) 2021 the patient's stent was totally occluded. Thrombolysis was performed with a successful outcome. The patient had no known history of clotting disorder but had recently had an above knee amputation on the opposite leg as it continually thrombosed off the stents (unknown brand) on this side.